Event description:
Consumer alleges her humidifier caught on fire. No injuries or properly damages were reported with this incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Product has not been returned.